Event description:
The customer stated that there was "no sound" and a speaker malfunction error message. No death or patient /user injury or harm was reported. The device was not in use for monitoring at the time of the alleged malfunction.